Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient had initially contacted ts to get assistance troubleshooting an ¿m31 air detected in cassette¿ alarm, which had occurred a few times. The alarm occurred during fill 1. The patient rebooted the cycler and a ¿power fail recovery failed¿ message appeared. At this point, the decision was made to cancel the treatment. When the patient removed the cassette from the liberty cycler, fluid was discovered on the pumps. It was reported that fluid was leaking from the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. Multiple attempts were made to obtain additional information from the patient with no success. Follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed additional information to a limited degree. The pdrn was initially unaware of the reported fluid leak. However, the pdrn had spoken to the patient since the event and they stated the patient had not shown any signs or symptoms of peritonitis. The pdrn stated, to their knowledge, there was no patient injury or harm, and the patient did not experience any adverse effects. The pdrn confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. The pdrn was doubtful that the patient had saved the cycler set used for the treatment; they suspected it was discarded. During a subsequent follow up with the pdrn, this was confirmed to be the case. The pdrn also confirmed the patient received their replacement cycler and that the old cycler was picked up and returned to the manufacturer for physical evaluation. No further event details could be provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with a few signs of physical damage. There was a paint chip on the heater tray, and physical damage was observed on the heater tray button. In addition, the serial number label on the top cover was faded. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. The cycler was powered of and then on during the treatment, and a ¿power fail recovery¿ alarm occurred when the cycler was powered back on. The treatment was subsequently resumed and completed without any failures. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the hp3 filter during the inspection. The cause of the dried fluid and fluid could not be determined. The fluid found in the hp3 filter is related to the reported ¿m31 air detected in cassette¿ alarm. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.